Manufacturer narrative:
Event eval: still under investigation.

Event description:
During a aaa repair in 2008, the top cap was bent at a 30 degree angle from gray positioner and sheath. The physician straightened it manually and it looked fine, so they inserted the main body into the pt all the way up to the renals and it took a funny bend again where the top cap was meeting the gray positioner. The device was deployed all the way down to the contralateral limb with no problems but went to release black trigger wire (the white screw had been completely removed) and the surgeon could not pull it back whatsoever. He tried for a few minutes with a lot of force and tried to come up with another option but ended up trying again for a few minutes, and it finally released with a fight. Next, the pin vise was loosened to push forward the top cap but the physician could not push the top cap forward either after a long battle with that as well. It finally did advance forward and release the suprarenal stent. The inner cannula did have a noticeable bend in it. Pt is fine.